Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-aug-2014, UDI#: (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative (rep) regarding a patient who was receiving 30 mg/ml of m orphine at 25 mg/ml via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2020, it was reported that the patient had an occluded catheter. The patient reported that, despite increases in therapy, they were not feeling additional relief. No environmental/external/patient factors that might have led or contributed to the issue were reported. A dye study was performed on (B)(6) 2020 and the patient's healthcare provider (hcp) was unable to aspirate. A catheter revision was planned, but had not been scheduled. The issue was not considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.